Event description:
During unknown surgery utilizing a brand-new ambient super multivac, the wand was unable to cut the target tissue with the wand. While pushing the footswitch, the unit was generating the output sound. After the connector was reconnected to the control unit, the same trouble occurred again. Another brand new wand from the same lot was opened; however, the same problem occurred and it was unable to use for the surgery. There was no patient injury, and a 30 minute delay was reported.

Manufacturer narrative:
The devices, intended for use in treatment, were returned for evaluation. There was no relationship found between the returned devices and the reported incident. Visual inspection under magnification shows no electrode wear with dried tissue present on the electrodes. There are no visual signs of activation with the returned devices. There are no manufacturing abnormalities visually observed with the returned devices. The wands were connected to a compatible controller and registered an e-7 error. The error was by-passed and the wands were activated in saline solution at the default and max settings on the controller and the ablate and coagulation function performed as intended. The suction lines were tested and performed as intended. The complaint could not be verified and the root cause for this event could not be determined with confidence as the returned devices functionally performed as intended. Factors that could have led to the devices not working includes: not having sufficient saline in order to facilitate the formation of plasma or not having the wand or foot control connector fully inserted into the controller display. Factors unrelated to the manufacture or design of the devices which could have contributed to the reported event is the controller or the foot control which were not returned for evaluation. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution.